Event description:
A report was received that a cypher stent was associated with a defect. The event involved a patient of unknown age, gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in an unknown vessel. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 13mm cypher stent. At some point during the procedure, the product was noted to be defective and was retrieved without injury to the patient. Efforts to clarify the nature of this defect have been unsuccessful.

Manufacturer narrative:
Based on the available information, it is not possible to draw a conclusion regarding factors that may have contributed to this event. The reported complaint was confirmed by analysis. The product was returned for evaluation with multiple kinks along the body. A section of non-identified guidewire was within the guidewire lumen of the sds. The stent was partially deployed and had moved to the proximal end of the balloon. Microscopic analysis of the balloon revealed stent markings, but it appeared accordioned and was pushing the balloon. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. While the exact cause of the reported complaint could not be determined, the damages do not appear to be manufacturing related.